Manufacturer narrative:
The device ro 15 047has been inspected for investigation purpose. The tests performed confirmed that the leksell frame x-ray plates scews were too long to allow the correct assembly of the device. As repair the screws were modified and the device was assembled properly. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the leksell frame x-ray plates was non-functional. There was no patient involvement reported.

Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).